Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set had a leak from the tubing near the blue clamp. This was noticed during transportation of the tubing set and chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Med watch report previously not included in submission. Voluntary report number: mw5060603. Should additional relevant information become available, a supplemental report will be submitted.